Event description:
The caller stated that they had a size 8 unspecified model cuffed tracheostomy tube with disposable inner cannula with a pilot balloon leak. The leak was noticed about 12 hours into use. They cut pilot balloon part of the tracheostomy tube, and the remaining part was fixed with a pilot balloon repair kit. The pt is still currently using the original tracheostomy tube. The cuff was pre-tested, and was inflated using the minimal leak technique. The lot number is unk.